Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented for a normal device change out procedure. During the pre-op interrogation high right atrial (ra) impedance measurements were noted. During the change out procedure the physician viewed the ra and right ventricular (rv) lead under fluoroscopy and found both leads had signs of a fracture in the subclavian area. Both the rv and ra leads were surgically abandoned and replaced during the normal change out procedure. No adverse patient effects were reported.